Event description:
It was reported that preoperatively to an unspecified surgical procedure, it was observed that the packaging of the device was damaged. Changed to another two to continue the procedure but the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 6/02/2026 d4: batch #unk. Additional information was requested, and the following was obtained: 1. Did the damage occur right out of the packaging or in the operative field? Right out of packaging. 2. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? 3. Or was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Hole on tyvek. 4. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Tyvek 5. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Hole 6. Was sterility compromised as a result of the packaging damage? Unkonwn. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 479c17 / 22gst45w , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.